Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in an inner shunt in a moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres. However, during the second inflation for 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's condition was in good condition post procedure.